Manufacturer narrative:
(B)(4).

Event description:
It was reported "medical doctor was performing the procedure according to IFU. After passing the guide wire, md tried to pass it through the intra-aortic balloon (iab) catheter. However, the catheter could not be passed. Md could not proceed with the procedure, and md replaced with a new set." There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab tight over guidewire is confirmed. Upon return, the iab had a guidewire partially inserted through the iab distal tip; the guidewire remained stuck in the central lumen. Upon further inspection, the location of resistance was found damaged with kinks and flattened features on the central lumen. The root cause of the damage to the central lumen is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported "md was performing the procedure according to IFU. After passing the guide wire, md tried to pass it through the intra-aortic balloon (iab) catheter. However, the catheter could not be passed. Md could not proceed with the procedure, and md replaced with a new set." There was no report of patient complications, serious injury or death.